Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the x-ray revealed the device had moved inferiorly and the lead was dislodged. The device and lead remain implanted.